Event description:
Dr. (B)(6) reports via (B)(6), senior account manager spine and ivs, that during use of in situ bending, the head of the screw broke.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, conclusion codes will be made available following engineering evaluation.